Event description:
It was reported the ring of bending section of insertion tube on bronchovideoscope cracked and debris fell inside patient¿s lung during a diagnostic bronchial alveolar lavage procedure. Follow-up information received, that debris (noted at the end of a diagnostic procedure when scope was exiting patient) were black flakes. The pieces/fragments were removed with bronchoscope and with the aid of biopsy forceps. The procedure was prolonged by 10-15 minutes and completed with the same device. A post procedure chest x-ray was undertaken as well. No other devices were involved or replaced during the case. No reported impact to the patient. The scope was inspected prior to use and no chips or flaking noted neither during wrapping prior to sterilization, or prior to the case. No other interventions noted. No impact to patient.